Manufacturer narrative:
It was reported that the tidal volume could not be measured. Per good faith effort (gfe) response, the customer declined service and repair. No further action provided. The customer declined service and repair. No further action provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the tidal volume could not be measured. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the tidal volume could not be measured. Device evaluation and repair are pending, and this investigation is ongoing.